Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: it was reported that upon closure of the arteriotomy and after all pre-deployment steps were completed, the entire angio-seal device pulled out during deployment. The physician stated that the sheath did not move and that the deployment angle was consistent with prior successful deployments. The physician also confirmed receipt of the final pullback click. Manual pressure was held and the patient recovered successfully. The tech cut open the sheath to verify whether the device components were retained within the sheath. Upon inspection, it was confirmed that all components were retained within the sheath and not within the vessel.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided due. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.